Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the needle breaks off of seven (7) units as it being inserted into the hub. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d2a. Medical device type: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. G.4. PMA / 510(k)# k243207. Investigation summary: bd had not received any samples or photos for investigation. The business team regularly reviews the collected data to identify emerging trends. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: breaks off during use. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the needle breaks off of seven (7) units as it being inserted into the hub. No adverse impact was reported regarding the patient or user.